Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The data acquisition board cable was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit shut down during a case. The patient was switched to a different anesthesia machine and the case was continued. There was no report of patient injury.